Manufacturer narrative:
Additional information was received that ID.,entified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during npwt the renasys go has a blockage alarm. After extensive troubleshooting steps, the problem still going. It is unknown how the treatment finished. No injury to patient reported.